Event description:
It was reported that pump malfunction code appeared with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions, assisted caller with resetting pump, and confirmed malfunction did not recur after reset, and customer was advised to continue using pump and to call back if malfunction code appeared again, which caller acknowledged and understood.